Manufacturer narrative:
Corrected data: section h8: corrected. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the system controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and the provided log file did not capture the exchange or any atypical events. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a cosmetic percutaneous lead repair was performed on the driveline. At this time the system controller was exchanged for an unknown reason.